Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient reported the upper retainer was broken, was uncomfortable and the crack cut the inner lip and not satisfied with end of treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.